Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope and performed a device evaluation. Failure analysis confirmed the customer reported issue. The endoscope was visually inspected and found to have fragments of the fiber optic missing. The following was found during the device evaluation, but is not related to the reportable finding: the endoscope had mechanical damage to distal illumination fibers. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the event details via system logs cannot be performed at this time because there is insufficient information. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Event description:
It was reported during central processing and cleaning, the endoscope had a cloudy image. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site informed that there was no report of fragment falling into the patient and no report of post-operative complications with the patient.